Event description:
It was reported a revision surgery was performed due to dislocation. No more information is available.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. The following are the results of our investigation: the associated complaint device was not returned. The clinical/medical team concluded, it was reported a revision surgery was performed due to dislocation. However, per the detail, the surgeon decided it is not the product failure, the products will not return, nor will any clinical information be provided. Without the explant or the requested clinical information, the root cause of the dislocation cannot be concluded. The future impact to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.